Event description:
Breast implant illness; I started experiencing extreme fatigue, insomnia, enhanced gi issues w/in 60 days of implants being placed due to double mastectomy/breast cancer. Allergan expanders (B)(6) 2014, permanent allergan natrelle 410 highly cohesive/silicone were placed (B)(6) 2015. Bone/joint discomfort started almost immediately. Other symptoms included blurriness of eyes that would come and go, ears ringing, hair loss, skin rashes, plantar fasciitis, numbness and tingling in arms and hands, chest discomfort, swelling in arms, legs and feet, auto immune issues, fibromyalgia, migraine headaches, neck/shoulder pain, intolerance to alcohol, psoriasis, sore throat, swollen glands, elevated liver enzymes. Many of these issues would come/go. Bone/joint, insomnia and fatigue increased and fibro issues kept getting worse. A gi specialist, rheumatologist, pcp, oncologist all ran numerous lab test but could never really give me a diagnosis. Many strange things would appear and had no reason or diagnosis. I explanted the implants (B)(6) 2020 and almost all of my symptoms have resolved or are improving. Over the course of time (B)(6) 2014-(B)(6) 2020 I had the above test done every 6 months and after explant my liver enzymes have started to go down. Ana was elevated and doubled within 6 months, (no further ana checked). I had too many lab test and x-rays to include on this form. FDA safety report ID# (B)(4).